Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. No evidence of noise in the presenting events. Troubleshooting options were discussed and recommended. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).